Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "eroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "increasing pain, significant deformity in breast, capsular contracture, baker grade iii/IV and a great amount of peri-implant leakage". This record is for the right side. Device has been explanted and replaced.